Manufacturer narrative:
Evaluation summary: cause of problem could not be determined due to insufficient info. No product or x-rays were returned for eval. No catalog number or lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported through the zimmer.com website that the device was implanted in 2005. The pt reported that shortly after implantation, the device was loose with slipping and clicking sounds when walking, and progressed to become worse. The device was revised in 2006. Approximately 2 months post-op, the pt started to is experience the same symptoms as before.